Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced two beats of loss of capture. The patient was pacemaker dependent. It was reported that thresholds were within normal limits. The timeframe of the loss of capture occurred after a successful threshold test. Boston scientific technical services (ts) reviewed and stated that the trend feature does not do beat to beat verification. Therefore, the trend feature was programmed off. No adverse patient effects were reported. This product remains in-service.